Manufacturer narrative:
H6: investigation summary a complaint of filter leaking due to damage was received from the customer. Photos of the defective sample were received from the customer. From the photos, the defect component damage could not be confirmed. A device history record review could not be performed because the lot and model number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the unspecified bd¿ infusion set filter cracked and leaked. The following information was provided by the initial reporter: "customer reported filter cracked and leaking. Cusomer is also concerned that have seen an increase in these damaged products."

Event description:
It was reported that the unspecified bd¿ infusion set filter cracked and leaked. The following information was provided by the initial reporter: "customer reported filter cracked and leaking. Customer is also concerned that have seen an increase in these damaged products."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.